Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 12.5-17.5cm from the distal tip. The etfe coating was abraded at this location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that during device change out due to normal eri, externalized conductors were observed. The lead was explanted.